Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio-control determined that the cause of the reported issue was due to an electrically shorted integrated circuit, designator u51 on the analog pcb assembly. U51 had a short from leg 5 output to ground. The device was destructively tested. The customer received a replacement device.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon evaluation of the customer¿s device, physio-control observed that the device had logged an event code in the memory which is related to a potential issue of the device to recognize a patient load. Physio confirmed that the device was unable to detect a patient load. There was no patient use associated with the reported event.